Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified de novo left anterior descending artery that was 90% stenosed. Pre-dilatation was performed with a 3x12mm nc balloon at 12 and 14 atmospheres. Then a 3x18mm xience xpedition was deployed at 12 atmospheres. Post dilatation followed with a 3.5x12mm nc balloon at 18 atmospheres. A distal edge dissection was then noted therefore a 3x23mm xience xpedition stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.